Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Patient self tester reported a precision issue when testing inratio. The results were as follows: (B)(6): inratio=1.2, (B)(6): inratio=1.2, (B)(6): inratio=1.2. The patient self tester was concerned because all of the results were the same, all below the therapeutic range and previous results. Technical service rep contacted the patient self tester who provided additional inratio results prior to the ones listed above. Inratio: (B)(6): inratio=2.8, (B)(6): inratio=3.1, (B)(6); inratio=2.9. The patient self tester's therapeutic range=2.5-3.5.